Event description:
I have received notice of recall of amo's complete moisture plus contact lens solution. I have used this solution for over a year, but have noted problems with my vision over the past 3-4 months. I went to my optometrist and rec'd a new prescription. They seemed to become blurry within a few days each time I changed to a new lens - I am supposed to replace my lenses once a month - and as such I have changed my lenses about every 2-3 weeks. I rub my eyes constantly to try to clear them. I thought perhaps I had developed a dry eye condition or that I didn't have a great fit but now I wonder... Dates of use: 1 year ago. Diagnosis or reason for use: soft contact lens wearer.